Event description:
It was reported that a catheter issue occurred resulting in-patient complications and death. The 70% stenosed target lesion was located in a mildly tortuous and severely calcified mid left anterior descending (lad) artery. The lesion was initially ballooned using a 2.5 mm semi compliant balloon, after which an opticross 6f ivus catheter was advanced for ultrasound examination and became stuck in the lesion, blocking the flow. Multiple retrieval attempts were performed, including pulling the catheter, cutting it to load a guide extension over it, using a ping-ponging guide to balloon proximal to the lesion in an attempt to release the ivus. During removal of the catheter and wire, a flow limiting type f lad dissection occurred with st elevations noted. The cut ivus catheter was ultimately pulled to remove. The dissection was treated by stenting the entire lad. The patient subsequently died. The physician did not consider the adverse events device related but instead the result of advancing the opticross into a very calcific vessel where it became stuck.

Manufacturer narrative:
Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information, but it was unable to be obtained. Because the product is unknown, we are unable to provide the unique identifier (UDI) # and other specific product information.

Event description:
It was reported that a catheter issue occurred resulting in patient complications and death. The 70% stenosed target lesion was located in a mildly tortuous and severely calcified mid left anterior descending (lad) artery. The lesion was initially ballooned using a 2.5 mm semi compliant balloon, after which an opticross 6f ivus catheter was advanced for ultrasound examination and became stuck in the lesion, blocking the flow. Multiple retrieval attempts were performed, including pulling the catheter, cutting it to load a guide extension over it, using a ping-ponging guide to balloon proximal to the lesion in an attempt to release the ivus. During removal of the catheter and wire, a flow limiting type f lad dissection occurred with st elevations noted. The cut ivus catheter was ultimately pulled to remove. The dissection was treated by stenting the entire lad. The patient subsequently died. The physician did not consider the adverse events device related but instead the result of advancing the opticross into a very calcific vessel where it became stuck.

Event description:
It was reported that a catheter issue occurred resulting in patient complications and death. The 70% stenosed target lesion was located in a mildly tortuous and severely calcified mid left anterior descending (lad) artery. The lesion was initially ballooned using a 2.5 mm semi compliant balloon, after which an opticross 6f ivus catheter was advanced for ultrasound examination and became stuck in the lesion, blocking the flow. Multiple retrieval attempts were performed, including pulling the catheter, cutting it to load a guide extension over it, using a ping-ponging guide to balloon proximal to the lesion in an attempt to release the ivus. During removal of the catheter and wire, a flow limiting type f lad dissection occurred with st elevations noted. The cut ivus catheter was ultimately pulled to remove. The dissection was treated by stenting the entire lad. The patient subsequently died. The physician did not consider the adverse events device related but instead the result of advancing the opticross into a very calcific vessel where it became stuck. It was further reported that resistance felt while advancing the opticross 6 hd through the calcified lesion.

Manufacturer narrative:
Investigation results: device analysis findings:the device was not returned for analysis; therefore, a technical analysis could not be performed. Device history record (DHR) review:it was confirmed that this device met manufacturing specification prior to distribution and there no manufacturing deviations which could have contributed to the reported event. Labeling review:review of the instructions for use (IFU) confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event. Investigation conclusion:this investigation was assigned an investigation conclusion code of failure to follow instructions following a review of the reported event details, available information, and product record review. According to the event information, the catheter was advanced despite resistance being encountered. The IFU states that the device should not be advanced through lumens narrower than the catheter body or forced through a lesion when resistance is present, as this could create a constriction over the catheter and compromise the imaging core. Based on the event description, the reported impact codes of dissection, st segment elevation, death, and additional device required may have been caused by possible device misuse that resulted in the reported issues.